Event description:
It was reported that there was an error with the continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support to reset the pump, which resolved the issue, allowing the sensor session to successfully start without further errors.